Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharge antenna failed due to an intermittent "poor recharge quality" error message. The recharge antenna failed due to the rms voltage at the h field probe, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were recharging the ins last night when the recharger therapy manager (rtm) got really really hot to the point that they had to take it off of them (the paddle and the relay box got hot). Patient (pt) said that it was charging ok before it got hot and said it was probably only charging for about 10 minutes before it got hot. Pt inspected the rtm and did not notice any damage. Patient services specialist (pss) walked pt through removing the battery pack and re-insert the battery and pt confirmed the controller powered on. Pt then started a charging session of the ins and was stuck on looking for device, then checking the recharger for a couple of minutes. Pt then saw poor recharging quality. Pt repositioned and was able to get excellent charging quality but then where the cord meets the paddle started to get hot. An email was sent to the repair department to replace the rtm.